Manufacturer narrative:
Preliminary analysis of the returned unit revealed that the device could not be interrogated due to a serial number corruption. In addition, the device was found operating in standby mode due to a temporary decrease of the battery voltage. The root-causes of the corruption and the decrease of the battery voltage could not be determined.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Manufacturer narrative:
E1 (reporter name and address) corrected. Complaint was re-opened following the reception of new data for analysis. Please refer to the updated attached analysis report. Reportedly, the subject pacemaker should be replaced in the following weeks.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Manufacturer narrative:
The subject pacemaker was explanted on (B)(6) 2019 and returned for analysis. Therefore, this complaint is re-opened for analysis.

Event description:
Reportedly, upon interrogation on 22 march 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Manufacturer narrative:
Preliminary analysis revealed that the device was manufactured and delivered according to all applicable procedures.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2019, a message stating that the device was unknown or under clinical evaluation was displayed. No follow-up could be conducted.